Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable was defective. The trunk cable had high resistance and would not power up belt. There was no voltage at j502. The root cause for the defective trunk cable was unable to be positively identified. There were no adverse events associated with the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.